Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue was a plastic component of the on/off button latch had broken free and is missing. The customer was sent a replacement device. Stryker archived the device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.